Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Requested but not returned by hospital.

Event description:
Patient underwent a left knee revision procedure approximately twelve years post-implantation due to pain. The bearing was removed and replaced.